Event description:
EU complaint handling unit reported a screw broke during insertion. During the surgery with a use of locking compression plate-distal radius plate system, the locking screw 2.4mm was broken and the shaft was left in the radius. First, the surgeon drilled the hole 1.8mm and measured the depth of the hole by the depth gauge. He then inserted the screw into the hole, however, the patient bone was very hard. When the screw reached to the opposite bone, it was difficult to turn the driver. The driver was off from the driver hole on the screw twice, but the tip of the screw driver could engaged the driver hole on the screw head, so the surgeon tried to turn the driver more. At that time, the screw shaft and head broke.

Manufacturer narrative:
Device was used for treatment. The exact part number could not be identified. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was not returned to manufacturing. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.